Event description:
It was reported that following implant, a chest radiograph showed the patient had pneumothorax. A computed tomography scan showed the atrial lead perforated the heart, which was believed to have caused the pneumothorax. A chest tube was placed to resolve the pneumothorax and the lead was repositioned. The patient has recovered fully.

Manufacturer narrative:
(B)(4).